Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with a staph infection. The patient thought the staph infection might have caused the peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Follow up information was received from the nurse. On (B)(4) 2012, the nurse (rn) stated that the patient began having constipation on an earlier unknown date in 2012 and did not follow the nurse's instruction to go to the hospital. The constipation was not resolved prior to hospitalization. The nurse confirmed the peritonitis event, the event start date and the hospital admission date. The rn clarified that the patient was hospitalized for constipation and peritonitis. The rn confirmed the effluent culture result reported by the consumer. The patient was discharged from the hospital (exact date unknown). The nurse stated that the cause of peritonitis was "the constipation and the patient did not take care of it like she was told." The patient had been re-trained several times and does not follow instructions. The rn stated that the patient recovered from both events. The nurse stated that the event was not related to dianeal therapy. The nurse declined to provide any further information. A batch review was conducted for potentially associated lot numbers: h12a02018 and h11k17157. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code is unknown; however, the brand name, manufacturer and 510k number will be provided. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.